Event description:
Event description guidant received information that this chronic implantable lead displayed out of range pacing impedance measurements during a changeout of the device. After the replacement device was in the pocket, the impedance measurements returned to normal, however thresholds were high. The lead was left in service, but impedance measurements increased again to out-of-range measurements. Additional information was received stating the distal set screw was loose.this was corrected and the impedance returned to normal.